Event description:
The pt had an infection and meningitis. They were planning on explanting the device system and had been weaning the pt off of intrathecal baclofen. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).